Event description:
It was reported that after t1 was implanted, t2 fell off. No patient injuries were reported.

Manufacturer narrative:
One curved ultra fast-fix assembly was returned for evaluation. Visual assessment showed the depth limiter has been trimmed to the surgeons desired length. The trigger has been fully advanced and locked within the handle indicating a complete deployment no ts or suture remain on the insertion needle but where returned for examination. Examination of the construct showed t1 is missing. T2 has been cut free from the suture at the sliding knot. T2 was reloaded onto the needle and a shake test was performed, t2 did not dislodge from the needle. The condition of the device indicates t2 was inadvertently stripped off the needle during use. This investigation could not identify any evidence of product contribution to the reported complaint. Further investigation is not warranted at this time.